Event description:
It was reported the patient received the following results within 15 minutes: approximately 499 mg/dl) and approximately 160 mg/dl. The patient reported the discrepant results occurred on 3-4 occasions without being able providing more information.